Event description:
An attempt was made to use a pacific xtreme pta balloon catheter to treat a patient. Negative preparation was carried out prior to use with no abnormalities noted. However, it was reported that the balloon would not inflate at nominal pressure. Suspected leak was reported. Another manufacturer balloon catheter was used to complete the procedure. No patient complication were reported

Manufacturer narrative:
(B)(4). Evaluation results: based on the limited information provided no root cause can be determined).